Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Due to complaints of this nature, corrective actions were performed to revise specifications which limit unit-to-unit variation in tubing outer diameters and increased the length of the tubing that contacts the air sensor. The reduced variation in tubing outer diameter and length revision improves the coupling between the administration set and the air-in-line sensor reducing the potential for false air-in-line alarms. B. Braun medical inc. Has initiated a voluntary medical device correction (B)(4) for multiple batches of infusomat® pump sets manufactured between 01.jan.2022 and 17.aug.2023. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: defective product use for: air in line alarm the following are checked marked: fluid is at room temperature drip chamber is 1/2 to 2/3 filled tubing is properly loaded IV line primed through pump and injection port sites inverted while primed. Asv in place used pri me function to remove the air in the line and infusion restarted (important: do not select "no" when it asks to prime the air in line. There needs to be an action on the alarm to deactivate it) alarm reoccurs, use prime function again to remove the air in line and restart infusion. Open door, remove and visualize tubing, tap the tubing section and observe for bubbles. No visible bubbles, use alcohol pad and wipe segment of the tubing between the silicone pump segment and green clamp, reload the tubing and restart infusion. Alarm re-occurs,fill out product vendor complaint form. Please note the following info: medication - meropenem 500mg IV rate - 200ml/hr date and time - 14dec2023 time -0300 no injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.